Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery because the cylinders were broken. A new ipp was implanted and there were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump and cylinders were visually and microscopically examined, and leak tested; the cylinders were also pressure tested and the pump functionally tested. No anomalies were found with one of the cylinder. Leak testing revealed that there was a leak in one of the cylinders as a result of a tear caused by a secondary damage. Functional testing of the pump revealed non conformances as it did not pass the inflation and activation test. Based on the information available and analysis results, the activation anomalies identified in the pump could have caused or contributed to a deviation in the performance of the device, but it was not possible to confirm the reported clinical observation of hole/perforated.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery because the cylinders were broken. A new ipp was implanted and there were no patient complications.